Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 1, 1.6, 1.16, 2-1, 2-2, and 3 failed with a "not on bus" message. A pas reboot was performed, during which a fatal error stating "error initializing device manager" was displayed, preventing the desktop or application from opening. Drawers 2 and 3 were reported to be unlocked. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that connectors disconnected from drawers 4 and 5 had caused the drawers to remain unlocked, with debris present that created a voltage issue preventing the system from fully booting and disrupting communication between the drawer controllers on the bus. The engineer corrected the connections, cleaned the affected areas, and completed final testing in hardware testing application, which confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.